Event description:
On (B)(6) 2013, the lay user/reporter, the patient's father, contacted lifescan to report the one touch ultralink meter was giving inaccurately high readings. On (B)(6) 2013 the sr. Medical surveillance specialist spoke with the reporter to obtain and verify information. On (B)(6) 2013 at 6:30 pm, the patient was experiencing the symptoms of shaking and feeling very faint. The patient's father reported that this occurred after increased physical activity and the patient's pump basal rate had not been adjusted. While symptomatic, the patient obtained the blood glucose readings of 100 mg/dl and 75 mg/dl on the reported meter, and the readings of 35 mg/dl and 25 mg/dl on a backup meter, within 30 minutes of each other. The patient was treated with a glucagon injection, and felt better afterwards. She did not seek any medical attention or treatment. The reporter was unable to state what the patient's blood glucose levels had been prior to the onset of symptoms. Troubleshooting revealed the patient's test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptoms occurred prior to the meter issue, and were related to increased physical activity without adjusting the pump basal rate. However, as the test results fell outside expected values for meter-to-meter accuracy testing, and also as the results did not correlate with the patient's symptoms and treatment, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.